Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient experienced poor coupling; the patient said that the bars will light up for about 2 minutes and then slowly deplete, going to 6, then 4, then none. The patient stated that when they have no bars it could take days to get the ins fully charged. The patient mentioned that they have had some weight loss. Adhesive discs were ordered for the patient and the patient said they will try the discs and follow-up with their healthcare professional if they do not help. No further complications were reported/anticipated.